Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the stryker arthroscopy pump malfunctioned resulting in high inflow pressures. This led to significant distention of the shoulder and third spacing of fluid and ultimately resulted in the need to cease the arthroscopy portion of the case and convert to an open repair. Approximately 13 minutes into arthroscopy, it was noted that the shoulder had become quite tense. Placement of a spinal needle to localize creating a portal resulted in extravasation of fluid from the skin upon removing the spinal needle. Despite the pressure readings on the pump being normal, and despite attempts at decreasing the inflow pressure to the minimum possible, the shoulder continued to show extravasation of fluid. At that point, the arthroscopic instruments were removed from the shoulder. There was significant soft tissue tension and swelling on the shoulder to the very proximal aspect of the brachium. There was no significant swelling into the inferior brachium or forearm. The patient had a bounding radial pulse. It was then decided to convert to an open repair of the rotator cuff in order to prevent any complications from over pressurizing the shoulder with fluid, such as compartment syndrome, etc.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: extravasation of the shoulder probable root cause: 1. Pressure sensor malfunction/out of calibration 2. Inflow cassette/ tubing pressure sensor membrane failure 3. Mis-inserted cassette/ tubing 4. Motor encoder malfunction/failure (inflow and/or outflow) 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure 6. Roller wheel failure due to peristaltic tubing debris build-up 7. Main board (all) /imx failure (cf) 8. Software malfunction 9. Use error 10. System design 11. Unwanted movement of internal components/wiring 12. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design) 13. Pump operated at least-favorable environmental conditions for extended period of time 14. Run screen does not adequately indicate overpressure situation 15. Miniwashmalfunction (cf) 16. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready) 17. Excessive use of wash or turbo 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates 19. Power failure of pump 20. Pressure sensor stuck behind the sensor bracket 21. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 22. Insufficient cybersecurity (cf) the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the stryker arthroscopy pump malfunctioned resulting in high inflow pressures. This led to significant distention of the shoulder and third spacing of fluid and ultimately resulted in the need to cease the arthroscopy portion of the case and convert to an open repair. Approximately 13 minutes into arthroscopy, it was noted that the shoulder had become quite tense. Placement of a spinal needle to localize creating a portal resulted in extravasation of fluid from the skin upon removing the spinal needle. Despite the pressure readings on the pump being normal, and despite attempts at decreasing the inflow pressure to the minimum possible, the shoulder continued to show extravasation of fluid. At that point, the arthroscopic instruments were removed from the shoulder. There was significant soft tissue tension and swelling on the shoulder to the very proximal aspect of the brachium. There was no significant swelling into the inferior brachium or forearm. The patient had a bounding radial pulse. It was then decided to convert to an open repair of the rotator cuff in order to prevent any complications from over pressurizing the shoulder with fluid, such as compartment syndrome, etc.